Event description:
It was reported that the device was used during a gastric bypass. The surgeon used the atb45 to create the pouch of the stomach. Post operatively, the surgeon noticed bile in the drain. He re-operated on the patient and found that bile was leaking through the staple line on the bypassed distal stomach. The surgeon oversewed the staple line where there had been bile leakage.